Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the alternating current power failed when recovering drawer. A field service engineer (fse) inspected the back of drawer 3.2 and replaced the retractor band, then logged in as carefusion admin and logged in hardware test application and tested drawer 3.2 successfully. Then the fse rebooted into asking for basic input or output system password, then powered station down and reseated drive cables and disconnected the internal battery. Then powered back and reconnected the battery and found no issues. Later the fse stated that the station kept shutting down while in operation, so the fse replaced the replaced the backup battery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure when drawer was recovered. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.